Event description:
Shortly after a lead revision procedure, the patient reported charging issues between the implant and the external equipment. The surgeon decided to implant the patient with a new boston scientific spinal cord stimulator.